Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s batteries fully depleting could not be confirmed through this investigation. It was communicated that the patient arrived at the emergency department in pulseless electrical activity arrest, and the pump was not running due to the batteries being fully depleted. Log files were not able to be downloaded at the time that the patient presented to the emergency department; however, the vad coordinator was able to quickly review the alarm history using the system monitor. It was noted that there were low voltage alarms which occurred overnight, which prompted a power source exchange. Low voltage alarms then activated again at 7:30. A few hours later at 9:30, low flow alarms occurred and then pump off alarms. Although the exact details of the events could not be seen without log files, the sequence of alarms/events appears to be consistent with the external batteries and controller backup battery fully depleting. The patient ultimately passed away on(B)(6)2023, and it was determined that the heartmate 3 system controller (serial number: (B)(6)) would not return to abbott for analysis. The root cause of the reported event could not be conclusively determined though this evaluation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, no external power, pump off, and controller clock not set alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The patient showed up to emergency department in pulseless electrical activity (pea) arrest; pump was not running. Batteries were depleted. The patient was seen in left ventricular assist device (lvad) clinic 4 days prior for routine visit, clinically stable and doing well. Device interrogation showed low voltage alarms overnight with switch in power source. Around 07:30, low voltage occurred again. Around 09:30, low flow alarm occurred, followed by pump off alarms. 911 was not activated until about 1 hour after pump off alarm; the patient was not seen in emergency department until about 2 hours after pump off alarm. Related pump was reported under MFR# 2916596-2023-07238.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.